Event description:
In 2008, the patient reported that the down button of her infusion device was not responding. She is unsure when the issue began. She stated that she experienced elevated blood glucose of 398 mg/dl one day prior, after lunch. She stated that she was unsure if the infusion device confirmed her meal bolus amount of 4.0 units. She then bolused 4.0 units and her blood glucose began to decrease 30 minutes later. Her target blood glucose level is 120 mg/dl. Symptoms of elevated blood glucose are increased urination, feeling tired, thirsty, and her eyes hurt. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.